Event description:
An impella 5.5 was inserted via surgical right axillary/subclavian arterial access in a 64-year-old female patient for acute myocardial infarction (ami) and cardiogenic shock. The patient¿s comorbidities are known coronary artery disease (cad) and recent out of hospital cardiac arrest. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the second day of support, the patient experienced suction alarms associated with hemolysis as evidenced by an ldh of 933 u/l and plasma free hemoglobin of 175.8 mg/dl. Evaluation demonstrated shallow inflow positioning with the cannula abutting the interventricular septum, accompanied by a markedly negative diastolic lv waveform. Under transthoracic echocardiographic (tte) guidance, the device was repositioned, resulting in improved waveforms and resolution of suction events. Two days later, the patient developed intermittent bloody sputum, prompting temporary hold of anticoagulation. No organ injury was reported, and the patient remained clinically stable. On the same day, a separate event involved concern for hematoma at the primary right axillary access site, with associated arm numbness. Anticoagulation was held, and the team continued monitoring. Estimated blood loss was documented as zero, and no blood products were administered. Bleeding is a known risk due to the impella¿s anticoagulation and purge requirements. It is unknown whether patient has any underlying conditions that contributed to bleeding. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions. Across all events, the patient remained stable. The device was explanted and the patient's outcome was survival at explant.

Manufacturer narrative:
Additional information received provided the patient's outcome after explant. The device was successfully weaned, and patient was reported to have survived at the time of explant. Furthermore, the event date was confirmed as (B)(6) 2026, as initially reported. Other updates noted the clinical narrative was revised and captured in b5 event description. Correction: d1 brand name was corrected accordingly.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: since neither product nor data logs were available for investigation and insufficient clinical details were provided, the cause of the hemolysis could not be determined. Device in wrong position: since product was not returned for investigation and insufficient clinical details were provided, the cause of the positioning issue could not be determined. Hematoma/access site adverse event: since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the access site adverse event could not be determined. Hemoptysis: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was inserted via surgical right axillary/subclavian arterial access in a 64-year-old female patient for acute myocardial infarction (ami) and cardiogenic shock. The patient¿s comorbidities are known coronary artery disease (cad) and recent out of hospital cardiac arrest. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. On the second day of support, the patient experienced suction alarms associated with hemolysis as evidenced by an ldh of 933 u/l and plasma free hemoglobin of 175.8 mg/dl. Evaluation demonstrated shallow inflow positioning with the cannula abutting the interventricular septum, accompanied by a markedly negative diastolic lv waveform. Under transthoracic echocardiographic (tte) guidance, the device was repositioned, resulting in improved waveforms and resolution of suction events. Two days later, the patient developed intermittent bloody sputum, prompting temporary hold of anticoagulation. No organ injury was reported, and the patient remained clinically stable. On the same day, a separate event involved concern for hematoma at the primary right axillary access site, with associated arm numbness. Anticoagulation was held, and the team continued monitoring. Estimated blood loss was documented as zero, and no blood products were administered. Bleeding is a known risk due to the impella¿s anticoagulation and purge requirements. It is unknown whether patient has any underlying conditions that contributed to bleeding. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions. Across all events, the patient remained stable. At the time of this report, the patient continued on impella 5.5 support, with explant date pending.